Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified right coronary artery. The proximal shaft of the 3.0x28 mm xience xpedition stent delivery system (sds) separated during advancement, without resistance, to the lesion. Another sds was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.